Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event. Treatment was not reported. One day prior to the peritonitis onset, pd therapy was discontinued. The patient was not recovered from the peritonitis event. On an unreported date, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available as the reporter declined further follow up.